Event description:
Rt and lt heart cath. Large pulsatile hematoma post cath. Exploration of groin revealed substantial hematoma. 4mm rent in the common femoral artery. Rt groin exploration with repair of rt common femoral artery pseudoaneurysm.